Manufacturer narrative:
Product implanted approx 25 years ago, exact date is unk. Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however; polyethylene wear after 25 years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised due to poly wear.